Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall and hurt themselves on (B)(6) 2018. It was confirmed that the fall was not related to their implanted device. The patient stated that they did not know if the ¿wacked something out of place¿ but after the fall (around dec. (B)(6) 2018) they noticed they had not time to go to the bathroom. They did get a sensation/feeling that they had to go but gets ¿like a minute to go¿ which was not enough time. The patient did notify their healthcare professional (hcp) but they were in a rehabilitation facility (because of the fall) and wanted to try to adjust the therapy. They stated that the nurse at the rehab facility want to talk to the manufacturer¿s representative about the device and learn more about it (and possibly recommend it to other patients). It was recommended that the patient have their hcp check their device after the fall event. It was also reviewed with the patient that they could try using the programmer and increase the stimulation. There were no further complications reported or anticipated.